Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients' orders were not crossing for all four facilities. A technical support specialist connected to securelink and observed that messages were available for processing. The technical support specialist waited for the messages to cross and checked the station synchronization information, which was all current. The customer was contacted and informed that the messages were crossing. The customer was asked to place an order to verify if it would cross. The customer checked and reported that were unable to place an order. Later, the customer informed that no users had reported any issues and everything appeared to be functioning properly. The system functioned as intended after the technical support specialist had troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had patient's orders that were not crossing for all facilities. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.